Event description:
A pt in (B)(6) was undergoing crrt on a prismaflex with a prismaflex m150 filter set. The user identified an external blood leak on the venous port at the initiation of treatment. The blood in the extracorporeal circuit was returned to the pt. The pt was not symptomatic as a result of this event and did not require medical intervention.

Manufacturer narrative:
The review of the prismaflex m150 set device history record and complaint history files for lot number 14i0503g shows no complaints or mfg anomalies which are similar or related to the reported event. The prismaflex m150 set was discarded and not available for inspection. Pictures of the involved prod were provided but no damage could be identified and it was not possible to determine the root cause of the event from those pictures. No leakage was reported during the priming. The exact root cause of the event remains unk.